Manufacturer narrative:
H.6.: code c19: a review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. H.6.: code b20: device remains implanted and therefore not available for direct analysis. H.6. Code d12: according to the gore® tag® conformable thoracic stent grafts with active control system instructions for use, complications associated with the use of the gore® tag® conformable thoracic stent graft may include, but are not limited to: endoleak. As gore was unable to determine which device/device component is involved in this reportable adverse event, the following additional devices will be identified in this report: device name: gore® tag® conformable thoracic stent graft with active control system. Lot # 22253588 , catalog # tgmr313120j, UDI # (B)(4). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2021, this patient underwent a total debranching hybrid tevar for an aortic arch aneurysm using gore® tag® conformable thoracic stent grafts with active control system (ctag acs). The ascending aorta was replaced with a 26 mm graft, and two ctag acs were placed (proximal tgmr313110j, distal tgmr313120j). The patient tolerated the procedure. On (B)(6) 2023, a follow-up 4d CT scan showed a suspected type iiia endoleak and reintervention was indicated. On (B)(6) 2023, an additional procedure was performed. Although the endoleak was unable to be detected by angiography during the procedure, an additional ctag ac (tgm343420j) was placed to reline the previous ones just in case. The patient tolerated the procedure.